Event description:
It was reported by service report that the left side rail will not latch and the fowler will not fully lower. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Fowler.